Manufacturer narrative:
Evaluation summary: no sample has been received at the investigation facility at this time. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported two incidents where two different handpieces scratched intraocular lenses (iol). Additional information has been requested. There are two medical device reports associated with this report. The report is for the one of two handpieces that scratched an iol.